Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ca 19-9 immunoassay and elecsys cea assay results for 3 patients tested on a cobas 8000 e 602 module. From the data provided, a reportable malfunction for ca 19-9 was provided for 1 patient and a reportable malfunction for cea was provided for 2 patients. It was not clear if the ca19-9 and cea results for "patient 1" were actually from the same patient but clarification has been requested. For patient 1 the initial ca19-9 result was 16 u/ml with a repeat result of 107 u/ml. For patient 1 the initial cea result was 7.5 ng/ml with a repeat result of 2.1 ng/ml. For patient 2 the initial cea result was 0.7 ng/ml with a repeat result of 2.3 ng/ml. The erroneous results were reported outside of the laboratory. The physician has been contacted about the repeat results. There was no allegation of an adverse event. The ca19-9 and cea reagent lot information was requested but was not provided. Control results both prior to and following the event were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
Clarification was provided and the discrepant ca 19-9 and cea results were from the same sample for patient 1. A field engineering specialist checked the instrument and verified the sample probe liquid level detection voltage adjustment, the pressure sensor voltage adjustment, proper cleaning of each probe, the sampling positioning, and the pinch valve tubing. The field engineering specialist could not identify the cause of the issue. Following the service visit, there have been no additional issues.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.